Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an mi occurred. The target lesion was located in the left anterior descending artery (lad). A taxus express2 3.0x16mm drug eluting stent was deployed at 16 atm's, resulting in a 0% residual stenosis. Beta blockers, ace inhibitors, aspirin, plavix and statins were initiated. Two years later a cardiac catheterization and angioplasty was performed for acute anterior myopathy. The stent in the proximal lad was totally occluded with thrombus and timi 0 flow distally. The lesion was restented with a taxus express2 3.5x24mm drug eluting stent deployed to 14 atm's. Ic ntg was administered and follow-up angiography revealed 0% residual stenosis with timi 3 flow. No atheroembolization was noted. The patient received lovenox and reopro during the procedure. No further complications were reported. Twenty months later the patient had an mi. The patient was admitted to the intensive care unit for a drug overdose and had stuttering chest pain. Her troponins peaked at 0.56 and she was experiencing a troponin leak secondary to a non-st elevation mi. An electrocardiogram showed sinus tachycardia at 102beats/min. The patient¿s cardiac medications were adjusted.